Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, we confirmed adherence or clogging of the materials in the air and water cylinders, but we could not identify the materials. The reprocessing status was unable to be confirmed since information was unavailable. Occurrence of the events can be detected/prevented by handling the device according to the following instructions for use. Detection methods are written in IFU: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope air/water tube and cylinder exhibited white foreign material inside. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the air/water cylinder had no color. The scope cylinder had no color; the image had a dark area partially due to a chip on the objective lens; the plastic distal end cover had a snag on it due to a crack; the adhesive around the objective lens had a chip; the adhesive on the bending section cover had a crack. The universal cord had a scratch. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. The device was reprocessed before being returned to olympus. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.